Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on june 11, 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2016 by (B)(6), m.d., at (B)(6) in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6), 2017 by dr. (B)(6) at (B)(6) in (B)(6); the filter was unable to be retrieved. The complaint alleges embedment, tilt, and perforation. Argon¿s attorneys are attempting to gather additional information.